Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed a scope communication error (b30 error). The issue occurred during preparation for use. There were no reports of patient harm.